Manufacturer narrative:
Additional information: product analysis: visual review confirms distal tab broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. The morphology of the fracture suggests the possible direction of propagation, with evidence of a shear lip on the interior side of the tab. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Image review: submitted images appear to display instrument retaining tab broken off.

Event description:
It was reported that a patient underwent posterior spinal fusion(psf)/ transforaminal lumbar interbody fusion(tlif) at l5-s1. At the end of case during closing, a metal shard was spotted on the back table of the sterile field after the case was closed. The product came in contact with the patient. No fragments were left inside the patient. No patient complications were reported.